Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The eval could not reproduce the reported symptom "false upstream occlusion alarms," but it confirmed it through the review of the event history log. The eval found that the inscribed ultrasonic pin dimension was wide, which is known to cause false upstream occlusion alarms. The ultrasonic sensor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed "upstream occlusion" while attached to a patient. The customer reported that therapy was interrupted, and that the nurses were attempting to titrate 12 ml of o blood, along with administering penicillin and lanacaine. It was also reported that there was no patient injury.